Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain (horrible, sharp ongoing)/ pain / severe and persistent pain") and genital haemorrhage ("bleeding/ excess bleeding") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, c-section (first child) on (B)(6), feeling abnormal, c-section (second child) on (B)(6) and postpartum state. Concomitant products included oral contraceptive nos. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abnormal weight gain ("excessive weight gain"), abdominal distension ("bloating"), anaemia ("anemia"), mental disorder ("use of essure caused or aggravated any psychiatric and/or psychological condition"), allergy to metals ("allergic to nickel") with rash, fallopian tube enlargement ("swelling of the fallopian tube") and treatment noncompliance ("did not use birth control or contraception at any time following essure placement procedure"). The patient was treated with paracetamol (pain relief) and surgery (partial hysterectomy and salpingectomy). Essure was removed in 2013. In 2014, the pelvic pain had resolved. At the time of the report, the genital haemorrhage and abnormal weight gain had resolved and the abdominal distension, anaemia, mental disorder, allergy to metals, fallopian tube enlargement and treatment noncompliance outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, allergy to metals, anaemia, fallopian tube enlargement, genital haemorrhage, mental disorder, pelvic pain and treatment noncompliance to be related to essure. The reporter commented: she had no complications or problems occured at the time of placement. She did not have and unintended pregnancy. The pain and rashes resolved after having the essure removed. She had suffered from severe and persistent pain as a result of the essure implantation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. On (B)(6) 2008: pelvic exam test- essure confirmation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.